Event description:
The pt received his scs system on (B)(6) 2011 including an ipg. It was reported the pt was no longer able to feel stimulation. The charger and programmer could not longer communicate with the ipg. The pt underwent surgical intervention, and the ipg was found to be upside down. The ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Evaluation: results: the device was received without marks on the can. The ipg was non-functional. The ipg can was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte was considerable on the logic circuitry, on the battery, and in the battery recess area. Therefore, no further analysis could be done on the ipg. Inspection of the kapton tape revealed it was contaminated with battery electrolyte. However, no signs of being compromised were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.